Manufacturer narrative:
The device was rec'd by anspach. If add'l info is rec'd, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report rec'd from USA stating the device was "making noises". The device was also clicking and skipping when pressure was applied. The device was being used during surgery. No pt or user injuries were reported. There was no add'l info provided.